Event description:
Spontaneous call-pump error, sn (B)(4). They spoke with cnss already and were told they need a replacement, it is asking for a pass-code. Did the reported product fault occur while in use with a patient? No did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be retuned for investigation? Yes. Did we replace device? Yes. Patient has backup pump. Reported to (B)(6) by: patient/caregiver.